Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative observed no issues with the ultrasound and irrigation/aspiration (I/a). Unrelated to the reported event, the system message (sm) [the cpu battery is bad. Please contact field service.] Was noted. The sd card reader printed circuit board (pcb) was replaced to resolve that issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a surgical procedure the aspiration was poor in both ultrasound mode and irrigation/aspiration mode. The procedure was completed using the same system. There was no patient impact. Additional information is not expected.